Event description:
Drive devilbiss healthcare was notified of an incident involving a shower chair by an attorney, who alleged that the end user sat on the shower chair and it collapsed, causing him to fall, land on his back, and suffer allegedly "severe" injuries, including "new" neck pain, "persistent" shoulder pain, and "increased" low back pain. Drive devilbiss healthcare is currently investigating the incident, including arranging an inspection of the device through the attorney. As part of its complaint review and evaluation process, once the manufacturer can be identified, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.